Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt said they were having multiple problems. Pt said they did not understand or remember a lot of things. When pt looked at their intensity levels they thought it showed a 7 or a 2 but now in the last week or more they started getting 2.6 or 2.5 or 2,7. Their stimulation was shutting off on its own. They would go to be with stimulation on and when they would wake up stimulation would be shut off even though they did not turn it off themselves. Stimulation could shut off when charging or when not recharging. This morning a couple hours ago their ins was at 60%. During the call the pt could not do anything for they got no device found, the pt then got to the battery screen where it showed the controller had 90% and ins was at 60%. Pt went into program 1 and intensity was at 1,8; pt said the upper left corner had a 1 when sometimes it had a 2 (agent understood this was normal on intensity screen for the number in upper left corner displayed what program they were in). Pt said the stimulation turning off was periodically throughout the year but in the last couple weeks it would go out a lot; it would go off frequently when in bed. Pt's rep said to call patient services because maybe the battery in the controller was needing to be replaced. During call pressed the x on the intensity screen and it showed they were on group c. Pt said program 1 and 4 was lit up while program 2 and 3 was not lit up. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.